Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, the left needle in the handpiece unit did not retract even after repositioning. A second handpiece unit then used and the procedure was completed. No injuries were reported and the patient recovered without sequelae.